Event description:
It was reported that there was a volume discrepancy. The expected volume was 3.7ml and the actual volume was 7.0ml. The cause of the discrepancy was unknown. The patient had less than 50% therapy relief. The pump system was explanted and replaced on (B)(6) 2015. The patient's status at the time of report was "alive-no injury." The pump system was delivering baclofen and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the cause of the volume discrepancy was a catheter issue. The catheter was checked under fluoroscopy on (B)(6) 2015 and a catheter malfunction was seen. The patient experienced increased pain. The patient recovered without permanent impairment.